Event description:
It was reported that a patient with a 25mm 7300tfx valve was evaluated for valve-in-valve procedure after an implant duration of three (3) years, nine (9) months, due to moderate to severe bioprosthetic mitral stenosis secondary to early structural valve degeneration. Per medical records, patient presented with nyha class iii symptoms including shortness of breath with minimal activity, orthopnea, and leg swelling. Patient was found to have moderate to severe bioprosthetic mitral stenosis and early degeneration of the 7300tfx mitral valve. The patient was determined to not be a suitable candidate for re-do sternotomy and so was referred to cardiologist for further evaluation and consideration for a tmvr.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Corrected b2, h6 (recognized device or procedural complication). Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including coronary artery disease (cad), hyperlipidemia (hld), diabetes mellitus (dm) and chronic kidney disease (ckd).

Event description:
It was reported that a patient with a 25mm 7300tfx valve underwent a valve-in-valve procedure after an implant duration of three (3) years, nine (9) months, due to stenosis. The tmvr was performed with an unknown valve.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.